Event description:
It was reported that several high ventricular rate episodes demonstrating low amplitude right ventricular (rv) lead noise with consecutive premature ventricular contractions were observed on electrocardiograms. Other parameters were within normal limits. The rv lead was capped and replaced. The patient was upgraded to an implantable cardioverter defibrillator and defibrillator rv lead. The patient was stable before, during and after the procedure.